Manufacturer narrative:
H4: the lot was manufactured from october 14, 2019 - october 16, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with dextrose solution. During and after fill, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. During filling, the customer attempted to connect a non-baxter syringe to the pump to fill with 50% glucose. The solution was observed leaking "from the pump due to a connection problem with the syringe". There was no patient involvement. No additional information is available.